Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced device was returned to the olympus repair center. The repair inspection confirmed the customers reported issue, the distal tip of the outer tube is chipped.the cause of the chipped distal tip of the outer tube is unknown, however, the investigation is still ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer ultra, rigid autoclavable telescope has a broken component defect, ¿tip part hanging¿. The customer reported event was found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus. The customer further reported the device is used 3 times per week and the device was inspected prior to use. No additional information was provided by the customer.